Manufacturer narrative:
The reported patient symptom of urinary incontinence is a known risk associated with these implants and is indicated as such in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence caused by a problem with the pump. A new pump and cuff were implanted and no further information has been reported.